Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse events: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And under warnings "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.". Following review, no new risks were identified. Literature: van lingen, christiaan p., ettema, harmen b., bosker, bart h., & verheyen, cees (2015) revision of a single type of large metal head metal-on-metal hip prosthesis. Hip int 2015; 25 (3): 221-226. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "revision of a single type of large metal head metal-on-metal hip prosthesis". The article identified 50 hips had undergone large-head mom total hip arthroplasty and required revision at a mean of 44 months after index operation, of which three (3) patients were re-revised due to instability. There has been no further information provided and the patients outcome is unknown.